Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pump tubing organizer (pto) leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h353 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h353 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. The customer returned the complaint kit for investigation. Examination of the received kit verified the pump tubing organizer (pto) leak as dried blood was found on the inside of the pto. The leak occurred at the bond between the y-connector and the yellow striped tubing. The pto was pressure tested to check for leaks and a leak was verified at the y-connector where the yellow striped tubing is bonded to the port. Further examination of the y-connector found a sink in the y-connector bond socket. A material trace of the components used to build kit lot h353 found one related non-conformance. The related non-conformance was associated with y-connector lot # 71831 which involved a leak identified at the same location during lot release testing for a different kit lot. The root cause of the leak was determined to be a weak solvent bond due to a sink in the y-connector bond socket. A device history record review for kit lot h353 did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the pto leak was most likely a weak solvent bond due to the sink in the y-connector bond socket. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 264 ml of whole blood was processed at the time the leak occurred. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was stable. The customer has returned the kit for investigation.